Event description:
Shortly after a lead revision procedure, the pt was hospitalized due to a pre-existing mrsa infection. The pt is being treated with chronic antibiotics. The pt is reportedly doing well.

Manufacturer narrative:
The explanted products were discarded and will not be returned for evaluation. A review of sterilization records for the ipg and leads found them to be satisfactory. This is the final report.